Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: e1: the initial reporter facility name was not provided. The complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: functional : screen issue/display issue, visual : cracked, functional : inadequate pressure per service reports, this complaint was confirmed. Based on service manual operational and diagnostic, the device was not performing to specification. Based on the investigation findings, the faulty parts were identified as the root cause for the device failure during the service evaluation. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported by the sales rep in singapore that the fms vue pump device screen was damaged and cracked and could not view digits upon switching on. It was reported that the device was damaged due to transfer. During in-house engineering evaluation, it was determined that the device had inadequate pressure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.